Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refw0170 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the rubber stopper on side port connected to 3cg PICC wire ruptured when PICC nurse flushed line. The team was not getting an external yellow p-wave and checked connection of fin as well as leads on patient. The flush was not a power flush, but was done to create a saline column to get a read. Rupture occurred while team was placing PICC." Additional information received 02/11/2022: it was reported the PICC was placed (B)(6) 2022 and removed asap (B)(6) 2022. There was no patient harm reported.

Event description:
It was reported "the rubber stopper on side port connected to 3cg PICC wire ruptured when PICC nurse flushed line. The team was not getting an external yellow p-wave and checked connection of fin as well as leads on patient. The flush was not a power flush, but was done to create a saline column to get a read. Rupture occurred while team was placing PICC." Additional information received 2/11/2022: it was reported the PICC was placed (B)(6) 2022 and removed asap 2/4/22. There was no patient harm reported.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a dislodged silicone t-lock assembly cap was confirmed; however, the exact root cause was not identified. The product returned for evaluation was one 5fr d/l powerpicc catheter. Usage residues were observed throughout the sample. The sample was received with an inlaid stylet and attached t-lock assembly. The stylet had been partially withdrawn through the t-lock assembly. The silicone cap on the end of the assembly was partially dislocated from the clear plastic sleeve. Microscopic inspection of the t-lock assembly confirmed that the silicone cap was partially dislodged from the clear plastic shrink tubing. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be partially occluded by blood products. When flushing through the t-lock assembly, leakage was observed from the silicone cap. The partially blood product occlusion and event description both suggested that attempted infusion against resistance likely contributed to the observed silicone cap dislodgement; however, it could not be determined if the initial position of the cap may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.